Event description:
Reporter stated that he heard a pop from the compact plus meter and saw smoke coming from it. The battery acid was leaking all over it and had sealed it. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.